Event description:
It was reported that during an unk procedure, we received a report from health authority regarding this complaint. Even requesting further info such as: account's name, surgeon name, event description, event date, it was not possible to obtain. It was only reported that the tip broke during the procedure. No injury was reported to the pt. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.